Event description:
There was an allegation of questionable magnesium gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 3.98 mg/dl. The customer questioned the result as it did not match the patient's clinical picture. The sample was repeated and the result was 2.04 mg/dl.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The calibration and qc recovery data was within specification. The alarm trace showed five abnormal sample probe aspiration alarms. A carryover check was performed which indicated a reagent carryover issue. The field service engineer (fse) replaced the sample probe, made adjustments to the pipette arm, and cleaned and adjusted the rinse station. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.